Event description:
It was initially reported that a patient had her device replaced because her previous device was causing some chest pain. Follow up with the patient's treating physician revealed that the pain the patient reported is a continuation of pain reported last year that occurred after the patient went through a metal detector at the airport; however, now intervention are being taken. The patient had her device replaced and has been doing very well since the surgery. The explanted device has been returned to the manufacturer for analysis and no performance or any other type of adverse conditions were found with the generator. The device performed according to specifications.